Event description:
As reported, the 25 x 90 long palmaz genesis stent on optapro balloon was off-loaded during delivery. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the 25 x 90 long palmaz genesis stent on optapro balloon was off-loaded during delivery. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿long gen / pro 25 x 90 per 135¿ was received coiled inside of a clear plastic bag. The device was removed from its packaging for product evaluation. The unit was inspected under the following conditions: the balloon was received uninflated, with strut marks on the surface, indicating compliance with the stent crimp process. The stent was returned compressed but fully expanded. No other notable details were observed. The balloon area was further inspected using a vision system to obtain an amplified image. Strut marks were observed on the balloon surface, confirming compliance with the stent crimp process. The stent is fully expanded but remains in a compressed condition. The reported ¿stent dislodged¿ was observed as the device was received without the stent mounted on the balloon and returned with the stent delivery system. However, the exact cause cannot be determined. The balloon was noted to be deflated, and the stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Based on the limited information provided and the product evaluation it is difficult to ascertain a root cause for the reported event. Procedural factors and handling of the device with concomitant devices may have contributed to the events reported; however, cannot be verified due to the limited information provided. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the information available, nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 25 x 90 long palmaz genesis stent on optapro balloon was off-loaded during delivery. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.